Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issues. All testing was performed using a good known test patient circuit as well as a known good ac adapter. The ventilator then passed 118 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported by the customer that the ventilator was stacking breaths while on a patient and the unit was alarming "circuit disconnect". There was no patient harm associated with this complaint. The ventilator was switched out and "disc sense" was displayed on the unit when it was disconnected.